Event description:
During a preventative maintenance, the company rep observed that the unit's charge indicator light was not working when the battery was charging.

Manufacturer narrative:
The co rep replaced the motor controller board. The unit was tested to factory specification. It functioned normally and was returned to the customer.